Event description:
The customer stated that, she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. The customer stated that she last changed her infusion set the day prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.